Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 62 mg/dl. Patient ate dinner and retest. The second result was 263 mg/dl. Patient felt the suspect device result was not right and she passed out. Paramedics were called and they tested patient's glucose at 24 mg/dl. Patient was treated with an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.